Event description:
It was reported that the handpiece began leaking a brownish watery substance during the cleaning process. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. Based on the investigation details, the cause was a leaking e-box, which was replaced along with other components.